Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced a cholesteatoma and infection resulting in the device being explanted (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted 9 january 2020. (B)(4).